Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6)2020 with blood glucose of 19 mmol/l. Customer reported that they received insulin flow blocked alarm and displacement test was passed. The insulin pump will not be returned for analysis.